Event description:
It was reported that the right atrial (ra) lead was dislodged. Moreover, chest x-ray showed that the ra lead was in the right ventricular (rv). Furthermore, this lead remains in service. No adverse patient effects were reported.